Event description:
On (B)(6) 2012, the reporter contacted lifescan USA, alleging the meter was powering off during use. The reporter also claimed that after replacing the batteries, the meter will no longer power on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.